Event description:
It was reported that the pta balloon ruptured during an inflation in the lower left arm (atmosphere unknown). The catheter was retracted without incident. Another balloon was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A lot history review could not be performed as the lot number was not provided. The device was returned. The investigation is confirmed for a shaft burst. The investigation is unconfirmed for balloon rupture, as no ruptures were observed on the balloon during the evaluation. It is likely that the user perceived the shaft burst as a balloon rupture. Based upon the reported event, the balloon ws inflated using a syringe. The conquest instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.